Event description:
The event was observed by a company presentative during a bariatric procedure. The surgeon experienced difficulty with the stapler prior to use of the strips, and requested the stapler be returned to the MFR. The new stapler fired properly with the pericardium strips. On the third firing, the stapler cartridge broke and had to be surgically removed. The surgeon continued the procedure without the use of the pericardium strips and experienced a surgical delay of three hours. The pt was reported as having some gastric leaking, and in satisfactory condition. No strips were implanted, and no further info is reported.